Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hyperglycemia. The blood glucose level was 500 mg/dl at the time of event. The customer's current blood glucose level was 319 mg/dl. The customer¿s sensor glucose was 80 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 80 mg/dl. Customer reported inaccurate sensor readings that triggered a threshold suspend. The sensor will not be returned for analysis.